Event description:
A cartridge change error was reported with the customer's pump, and the issue persisted at the time of the call. There was no adverse impact to the customer's blood glucose level. After instruction from technical support, the customer successfully filled and loaded a new cartridge onto the pump, allowing them to complete the load process and resume normal insulin delivery.